Event description:
It was reported that after the initial implant of this right ventricular (rv) lead, high pacing thresholds with loss of capture (loc) was noted. The physician opted to revise this lead. The lead remains in service. No additional adverse patient effects were reported.